Event description:
It was reported that the arctic sun device was calibrated and got an error 80 (non recoverable system error) expected was 6 and actual 28, it was also getting an error 2 (low flow) expected -7.0 actual -0.03 and device kept getting an alert 45 (ac power lost) after reboot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. The device was evaluated upon receipt. The reported alert 45 ac power loss was confirmed. The root cause of the alert 45 was determined during evaluation to be a failed processor circuit card. Processor circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.